Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The company service representative examined the system and was unable to find any system nonconformities, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incomplete flaps. Additional information received states incomplete flaps were noted on four patients. They were difficulty to lift but were able to be lifted just required more effort. There was no patient harm or unexpected outcomes as a result.